Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming due to low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the oa2 board and cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the oa2 board and cable; however, further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device was alarming due to very low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.